Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis noted twists in the outer insulation approximately 60mm from the terminal end. X-ray showed a fractured cable conductor approximately 257mm from the terminal end. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The "cause traced to device design" conclusion code was selected based on the direct observation of a fractured lead conductor with characteristics indicating cyclic fatigue. Such damage is considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock and pacing impedance. A lead fracture without apparent trauma was also reported. Subsequently, the patient underwent a revision procedure, and the rv lead was extracted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock and pacing impedance. A lead fracture without apparent trauma was also reported. Subsequently, the patient underwent a revision procedure, and the lead was extracted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Product return is not indicated at this time.